Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that when the implant occurred they weighed (B)(6) and lost weight to 178lbs over period of time. Patient stated that stopped seeing symptom improvement. Impedence was checked before the full interstim replacement surgery and everything was greater than 4000 with the exception of the can. Physician stated that when they removed tined lead, thought there was liquid where electrodes are located. Patient had a full interstim replacement (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no cause was determined for the lack of symptom improvement, high impedances, and liquid. To resolve the issues, a lead revision was done on (B)(6) 2017 and it appeared as if the lead had some damage to it. All was good since the revision.

Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va10k5s showed no significant anomalies. It was noted the distal end of the lead was stretched. Electrical testing determined the continuity was acceptable and no electrical shorts seen between the circuits. An impedance test was performed where the returned lead was attached to a known good screening cable. The distal end was placed in 0.9% saline solution and showed normal impedances were observed on a clinician programmer. Eval code method (con't.): 3303, 10. If information is provided in the future, a supplemental report will be issued.